Event description:
Pt reported their freedom pump broke during the last 10 grams of their hizentra infusion; pt will infuse manually. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 68gm. Hizentra 20% pfs indication: chronic inflammatory demyelinating polyneuritis. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.